Event description:
I was implanted with essure implants (B)(6) 2010. Since being implanted I have had chronic and persistant pelvic pain, hemorrhaging with menstrual cycles, hair loss, swelling of the abdomen, severe hip and lower back pain, headaches, vision changes, terrible persistent heartburn, recurring yeast and bladder infections, kidney problems, serious weight gain, moodiness, irritability, depression requiring daily medication, lose of libido, and painful intercourse.